Event description:
Complainant alleged that the clinicians were attempting to shock a pt (age and gender unk), during an open heart surgery procedure, but the device would not discharge on the clinician's first defibrillation attempt. Upon the clinician's second defibrillation attempt, the device discharged, but on the clinician's third defibrillation attempt, the device did not discharge. The clinicians were able to obtain another set of handles to defibrillate the pt. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.